Event description:
Approx seven years following breast augmentation with mentor saline breast implants, I experienced the onset of severe inflammation and pain in my joints and muscles, and debilitating fatigue. This problem continued, and was getting worse, to the point where I had difficulty even getting up out of a chair, and was unable to perform simple self care tasks. In 2008, I had surgery to remove the implants. Following this surgery, the fatigue improved dramatically. With the help of a rheumatologist, the joint pain also improved, and has improved to the point that I have been able to eliminate some of the medications I was taking. I am now able to do most activities normally, including 50 to 60 minutes of cardiovascular exercise, work in the yard, etc. My rheumatologist stated that my illness appears to be of autoimmune origin, however, my blood work and lab tests have been normal, with the exception of c-reactive protein levels, which were elevated following surgery. There is no history of autoimmune disease in my family, and previously, I was extremely healthy. Dates of use: 1999 - 2008. Diagnosis or reason for use: cosmetic. Event abated after use stopped: yes.